Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23205, reference MFR. Report#: 1627487-2015-23206. Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2015 where both model 3186 leads were explanted and replaced with one model 3219 lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#: 1627487-2015-23205. Reference MFR. Report#: 1627487-2015-23206. It was reported, the patient had fallen on (B)(6) 2014 and since that time his stimulation has become increasingly uncomfortable. The patient stated if he moves, the stimulation intensifies, but if he turns down the amplitude, the stimulation does not cover his pain. He also stated that he feels something sticking out higher up in his back. Follow-up information revealed during a meeting with the physician, it was discovered the patient's left lead reflected all high impedances and stimulated the left rib and abdomen. The right lead had normal impedance levels, but only the bottom 3 contacts were able to get adequate coverage of the pain area. It was also reported the patient's lead has pulled out of the ipg header. Subsequently, the patient will undergo surgical intervention as the next course of action.